Event description:
It was reported that in the sterile processing department at the user facility the cordless driver high speed bur attachment disassembled. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that in the sterile processing department at the user facility the cordless driver high speed bur attachment disassembled. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon visual inspection, it was determined that the loctite had failed causing the device to separate. The device was discarded by the manufacturer.